Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (bmt) stated during the treatment the blood pump rotor damaged the blood tubing segment. The bmt stated some blood was lost and the guide pin cover was loose. Upon follow-up, the bmt stated during the patient's hemodialysis (hd) treatment the guide pin cover was loose and caused the blood pump rotor of the machine to cut open the blood pump tubing and caused a blood leak to occur. The blood pump rotor was replaced and the machine was placed back in service. The rotor was the original to the machine. The bmt also stated that a fresenius dialyzer and fresenius bloodlines were used for treatment and confirmed that there were no defects or damage seen on the machine, dialyzer or bloodline prior to the event. Per bmt treatment was immediately halted and the patient¿s blood was not returned. The bmt stated the estimated blood loss was unknown. Immediately following the event, the patient was re-setup with new supplies on a different machine where the patient was able to complete treatment. The bmt confirmed that there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The machine had an estimated 8,024 hours of usage. The bmt stated the component was available to be returned for manufacturer evaluation.

Event description:
A user facility biomedical technician (bmt) stated during the treatment the blood pump rotor damaged the blood tubing segment. The bmt stated some blood was lost and the guide pin cover was loose. Upon follow-up, the bmt stated during the patient's hemodialysis (hd) treatment the guide pin cover was loose and caused the blood pump rotor of the machine to cut open the blood pump tubing and caused a blood leak to occur. The blood pump rotor was replaced and the machine was placed back in service. The rotor was the original to the machine. The bmt also stated that a fresenius dialyzer and fresenius bloodlines were used for treatment and confirmed that there were no defects or damage seen on the machine, dialyzer or bloodline prior to the event. Per bmt treatment was immediately halted and the patient¿s blood was not returned. The bmt stated the estimated blood loss was unknown. Immediately following the event, the patient was re-setup with new supplies on a different machine where the patient was able to complete treatment. The bmt confirmed that there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The machine had an estimated 8,024 hours of usage. The bmt stated the component was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: no parts were returned to the manufacturer for physical evaluation. Complaint investigation found objective evidence indicating a product problem, thus the complaint is confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to be confirmed.